Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic gyn procedure, the device's jaws closed and then would not open again and appeared locked. There were no patient consequences. Case completed with another device of the same product code.